Event description:
Customer reports " the device is overinfusing, the pt was complaining of nausea. Clinician found the device delivered 200ml of tpn." Device settings and time frame for the delivery of the 200ml was not available. Multiple attempts to obtain further information have been made, but have been unsuccessful. No additional information is available at this time. If any significant information relevant to this incident becomes available, it will be submitted to the agency.